Manufacturer narrative:
Clarification d6 (a): healthcare professional reported partial date of "23 years ago". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
Deflation was on the contralateral side. No complaint against the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, b5, d3, d6a, g1, h6.